Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of leaks on the o-rings of the reservoir. The customer's blood glucose reading was 250-350 mg/dl. The customer treated with syringe. The customer stated that there is fluid in the pump. The customer also mentioned compromised force sensor system alarm. The customer stated that there are cracks on the top right corner of the pump. The product was not returned for analysis.